Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to lock or open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed to lock or open. A field service engineer (fse) verified customer issue with main full height enhanced drawer 3 not closing and observed light emitting diode on the pyxis bus controller board was dark. Performed initial inspections and replaced latch sensor, but issue persisted. Replaced pyxis bus controller board and drawer board, after which the customer was able to recover successfully. Conducted final testing in hardware test application and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.